Manufacturer narrative:
Section d10: device available for evaluation: yes, returned to manufacturer on 6/10/2020 section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received stuck to a piece of tape. The lens and tape were submerged in deionized water to safely separate the lens from the tape and then the lens was cleaned. Visual inspection under magnification revealed no cosmetic defects. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaints for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient has been having visual issues from day 1 right after an intraocular lens (iol) was implanted in his left eye. The patient reported not being able to see clear, had double vision when reading and with distance vision, and experienced glare issues. The surgeon performed lasik in (B)(6) 2019 to help improve with vision, however, the patient reported there was no improvement with his vision. In (B)(6) 2019, the patient was given prescription glasses and still had no improvement with his vision. Therefore, the lens was explanted and replaced using a non-johnson & johnson replacement lens. The patient has recovered and is happy with his vision. No additional information was provided.